Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay and associated precicontrol anti-hcv materials were performing within specifications. A review of calibration and quality control data indicated no general reagent issue. Calibration data for reagent lots 768312 and 751851 showed no significant signal drift over time, and lot 804955 exhibited no failed calibrations. However, fluctuating quality control results were observed, independent of the precicontrol lot used. The specific reagent and precicontrol combinations could not be conclusively identified from the provided data. The root cause of the reported event could not be determined. The issue was attributed to a likely local factor at the customer site.

Event description:
The initial reporter described an issue involving fluctuating quality control (qc) results over time when using the elecsys anti-hcv ii assay on the cobas e 801 module. The allegation pertains to a qc drift observed within the claimed onboard stability period of 31 days. The specific reagent lots involved were 804955 (expiration date: oct-2025), 768312 (expiration date: apr-2025), and 751851 (expiration date: jan-2025). Precicontrol anti-hcv lots 735631 and 705731 were also used. The attached data indicated fluctuating qc results independent of the precicontrol lot used. The specific reagent and precicontrol combinations could not be determined from the provided data. No sample result issues were reported in connection with this event.